Event description:
Lap chole- "dr (B)(6) said the bag busted with little or no pressure on the bag. He said this is unusual because the bags are much stronger than that." Patient status: ok.

Manufacturer narrative:
Investigation summary: three (3) sterile units and two (2) event units were returned for evaluation. Upon inspection of the event units, engineering confirmed a small tear near the bottom of the bags. The bag showed signs of tension, clearly visible in the stretching near the burst site. The root cause of your experience remains unknown. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently investigating device, process, and inspection enhancements which are intended to reduce the potential for this type of incident to reoccur. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.